Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a lead integrity alert (lia) on the right ventricular (rv) lead. The rv lead also had high rate non-sustained episodes and t-wave oversensing (twos) on stored electrograms (egm). The rv lead an right atrial (ra) lead had oversensing due to electromagnetic interference (emi) on the implantable cardioverter defibrillator (ICD). The device and leads remain in use. No patient complications have been reported as a result of this event.